Event description:
It was reported that patient experienced asystole due to loss of capture of the dislodged right ventricular (rv) lead. The patient was externally paced until the rv amplitudes were increased to regain capture. The following day the lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.